Event description:
Voluntary medwatch received states that the patient had infection and the patient's implantable cardiac monitor (icm) was also noted to have eroded through the skin. The icm was explanted due to infection. The patient had no adverse consequences.